Event description:
It was reported that during a laparoscopic hysterectomy procedure, the generator did not recognize the device. Another device and hand piece was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Missing sheath the device was returned in good physical condition. The device was tested with a generator and was functional and no communication issues were noted. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and the sheath of the blade was missing. No conclusions could be reached on how the sheath of the blade was missing.